Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not find any defects. A review of the data log confirmed the reported permanent loss of antenna. However, a definitive root cause could not be determined.